Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. No audio/beep anomaly noted during testing. Unable to confirm unexpected battery out limit alarm, unexpected restart error alarm, trace check error alarm, watchdog timeout alarm, external ram crc error alarm, displayable history crc check failed alarm, low battery alert and unable to perform any test due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had multiple pump error. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.